Event description:
It was reported that the customer experienced false low alerts from the sensor. The customer stated that her pump activated the threshold suspend feature within a period of several weeks. The customer also stated that her sensor glucose and blood glucose readings were way beyond a 20% difference from each other. The customer's blood glucose was unknown. The customer stated that she was using a transmitter that was out of warranty and felt that her issue could be resolved with a new transmitter. Explained the calibration error alert and possible cause. The customer stated that she had not used the continuous glucose monitoring system for a couple of weeks. The customer declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.